Manufacturer narrative:
Investigation summary (post event): qc was within customer's specifications before and after the event. System check performed on 06/10/06 passed. The specimen was collected in a greiner, 3ml tube with serum separator. Customer declined service indicating that sample handling is suspected to have contributed to this event. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneous troponin (accu tni) result on 1 pt sample that was generated by the unicel dxl 800 access instrument. The initial accu tni result was: 1.55ng/ml. The pt original sample was re-tested for accu tni on a different instrument in the customer's lab. The repeated accu tni result was: 0.40ng/ml. The customer did not receive any report of pt injury requiring med intervention or change to pt treatment attributed or connected with this event.